Manufacturer narrative:
During visual inspection, the biomed observed that screw of the thermogard console (sn (B)(4)) was loose on the axis of the roller pump. Following this, the biomed tighten the screw of the roller pump and console operated as intended without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During priming of the ivtm, the thermogard console (sn (B)(4))'s roller pump did not rotate; however the axis of the roller pump was rotating. Following this, the user tightened the screw of the axis and the roller pump started rotating. Ivtm treatment was completed using the console. No known impact or consequence to patient information was provided.